Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator was not providing enough pressure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not providing enough pressure. There was no harm or injury reported. The ventilator was evaluated by third-party service center and the customer¿s complaint was confirmed. The device's air foam inlet filter needs to be replaced due to preventive maintenance.